Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's parent called and reported the customer experienced high blood glucose of 489 mg/dl and had ketones. The customer had not yet been treated, aside from use of the insulin pump. Troubleshooting was performed. The drive support cap appeared normal. No air bubbles or leaks were found. Insulin exited during a manual prime. The infusion set cannula was not found to be bent. Programming and settings all appeared to be accurate. The customer was not able to perform the high pressure test. It was advised to change the entire set, reservoir, and insulin and follow up with healthcare provider regarding unexplained high blood glucose. The customer's parent called back and customer's blood glucose was 469 mg/dl. The high pressure test was performed. The test was failed once and passed when it was repeated. The insulin pump will not be returned for analysis.